Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a medical intervention on (B)(6) 2018 for a low blood glucose of 21 mg/dl despite a sensor glucose of 122 mg/dl. Prior to the medical treatment, the customer was in bed and had a seizure due to the hypoglycemia. Ems arrived on scene and treated the customer with a glucagon shot. Troubleshooting was initiated for the sensor glucose inaccuracy but was inconclusive. The customer¿s blood glucose was 21 mg/dl and the sensor glucose was 122 mg/dl at the time of the incident. Customer was also reporting some sensors that were approximately 100 points off from the blood glucose. It is unknown if the auto mode feature was active during the hypoglycemic incident. The insulin pump is expected to return for analysis. The sensor is also expected to return for analysis.